Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a follow-up check up of a proximal femoral nail antirotation (pfna-ii) blade, a cut-out had occurred. The patient did not manifest any pain. Initially, an open reduction internal fixation (orif) was applied on (B)(6) 2018, due to femoral trochanteric fracture. A follow-up observation will be performed. Patient status was unknown. Concomitant device report: pfna-ii nail (part#472.106s, lot#l538070, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: l636770, manufacturing site: bettlach, release to warehouse date: 22.november 2017, expiry date: 01.november 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: pfna-ii nail (part#: 472.106s, lot#l538070, quantity#1) and unknown locking screw (part#: unknown, lot#: unknown, quantity#: 1).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Implants that are found to have a shift in position after/during implantation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a follow-up check up of a proximal femoral nail antirotation (pfna-ii) blade, a cut-out had occurred. The patient did not manifest any pain. Initially, an open reduction internal fixation (orif) was applied on (B)(6) 2018, due to femoral trochanteric fracture. A follow-up observation will be performed. Patient status was unknown. Concomitant device report: pfna-ii nail (part# 472.106s, lot# l538070, quantity 1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).